Event description:
The analyzer produced luminometer data invalid codes. The system was initialized while samples were being processed which could cause false negative beta-human chorionic g0nadotropin, ckmb and tropinin I patient results to be reported. There was no report of patient harm as a result of this occurrence.